Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 1000 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that this report is a duplicate report to case-(B)(4).